Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and cracked belt clip slot.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a cracked belt clip slot.

Event description:
Customer reported that the insulin pump's escape button stopped responding during manual priming. Customer reported that the insulin pump had recently been dropped. Blood glucose level was 118 mg/dl at the time of the call. No further information was provided.